Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). Reason for original complaint: litigation alleges that the patient suffers from severe pain, discomfort, inflammation, and a popping/snapping sensation. It is also alleged that the patient suffers from toxic amounts of cobalt chromium metal ions and particles to be released into the blood, tissue, and bone surrounding the implant. Doi: (B)(6) 2010; dor:(B)(6) 2010; (right side). Patient is a resident of (B)(6). Update: 10/18/2012: pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update ad 06 jun 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges dislocation with open reduction, infection, metal wear, and metallosis. Added solution system, cup, and bone screws due to alleged infection. Added patient's age, expiration dates of the liner and head, revision hospital, and revision surgeon. Updated date of revision, event date, patient's initials, lawyer, and law firm. Doi: (B)(6) 2010; dor: (B)(6) 2011; (right hip). See (B)(4) for the second revision of the right hip.